Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-jan-2018 with the following findings: during the investigation, a review of the black box showed multiple ¿cs054/cs052/cs012¿ slave communication error alarms on 18-nov-2017. The pump powers on to a fully clear and illuminated display screen contrast. No ¿cs054¿ alarm occurred during the investigation. Investigation was unable to duplicate the ¿cs054¿ complaint. Unrelated to the original complaint, the battery compartment was cracked. The battery cap was undamaged and able to fit. The pump¿s cover was removed, and no intermittent conditions were found to the printed circuit board or to the cgm module.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a call service alarm (cs 052/053/054/055 sleep) issue. It was reported that the pump emitted a cs 052 call service alarm. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.